Event description:
It was reported that during a routine follow up, noise was observed in stored egm. Noise was reproducible with isometric testing. Externalized conductors between svc and rv coil were noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.